Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving an air detected in cassette alarm as well as drain complication warning. When patient removed the cassette after cancelling treatment there was fluid in the pump module area of the cycler and fluid on the external part of the cassette. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the patient¿s daughter stated the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was able to carry out manual treatments in the absence of a cycler. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler was returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: the device was returned.there were no signs of physical damage.there were visual indications of dried fluid within the cassette compartment on the pump door and on the top cover. There was a visual indication of particulates around the catch post area and within cassette compartment. There were no burrs or sharp edges in the cassette area . Encountered m01-19 alarm during the start up after the power of the cycler was turned on. During the investigation, the dc power cable was identified causing m01-19 due to unstable 24v output on j8 of the backplane side with a bad crimp. Replaced dc power cable and the dc voltage outputs became stable. A post- accelerated stress test (ast) 2 hour 15 min 8500 ml simulated treatment was performed and completed without any failures or problems. The cycler programmed displayed drain and fill volume values were within the tolerances. No fluid leaks in test cassette during test. Valve actuation test passed. System air leak test passed. Patient sensor pressure verification passed. There were visual indications of dried fluid found in between of the pump assembly and display assembly during internal inspection. There were visual indications of dried fluid within the recess of the bottom cover adjacent to the pump during internal inspection. The cause of the observed dried fluid could not be determined. There was a visual evidence of a clog in hp1, hp2 and hp3 filters which is a related failure to the reported symptom code lf22 (m31 air detected in cassette warning). Mushroom heads passed.in addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that caused or contributed to the fluid leak event. An associated cause could not be determined.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving an air detected in cassette alarm as well as drain complication warning. When patient removed the cassette after cancelling treatment there was fluid in the pump module area of the cycler and fluid on the external part of the cassette. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the patient¿s daughter stated the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was able to carry out manual treatments in the absence of a cycler. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler was returned to the manufacturer for physical evaluation.